Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced four infusion set came off one after another on 27-feb-2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-05200 - device 2 of 4.